Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis, and it was noted that the plunger head was full of contamination and the top case was chipped and cracked. Event history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that full contamination of the plunger head was the cause of the reported issue. Service replaced all parts of the plunger head to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor error. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.